Manufacturer narrative:
The reported event of ¿the lead would not straighten with the stylet¿ was not confirmed. As received, a complete lead was returned in one piece with all the tines intact. The lead was evaluated with the stylet and did not find any restriction/obstruction. Visual and x-ray examination did not find any anomalies on the lead with the exception for damage consistent with that occurring at the time of the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.